Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is there any alleged deficiency of surgicel powder? Does the surgeon believe that the post op issue is related to the powder. If so, why? Initial procedure date; date that the patient returned with vocal cord paresis? Please indicate what medical or surgical intervention was performed? Why was the surgicel powder used during the initial procedure? What was the indication for use? How much powder was used? Was excess surgicel powder irrigated/removed after receiving hemostasis, during the procedure? Where exactly was the surgicel powder used? What are the patient¿s demographics? (Age or dob, bmi, gender, pre-existing medical conditions). What is the lot number of product used? What is the patient¿s current status? What is the surgeon¿s etiology of the event?

Event description:
It was reported that a patient underwent a thyroidectomy procedure on an unknown date and absorbable hemostat device was used. Post operatively, the patient returned to the doctor with recurrent nerve palsy. The doctor tested the recurrent nerve intraoperatively just before wound closure and there was normal nerve stimulation at the end of the procedure. It was reported that the doctor removes the excess powder at the end of the procedure by suction, but does not irrigate. At the one-week postop visit there was evidence of recurrent laryngeal nerve palsy on nerve stimulation, which was also accompanied by vocal symptoms of hoarseness. The doctor had the opportunity to reoperate on the patient because of the diagnosis of cancer and the need for further cancer surgery (total thyroidectomy). The doctor reported that the nerve was intact but noticed an inflammatory reaction in the area that the absorbable hemostat device was placed. The doctor will report any residual effects. Additional information has been requested.

Manufacturer narrative:
Flexible fiberoptic endoscopy was performed, revealing vocal fold paresis on the operated side. The doctor opines that the absorbable hemostat device may be playing a role in this process.